Manufacturer narrative:
No initial reporter or lot number info were made available and no product was returned for eval. Based on available info, no conclusion can be drawn.

Event description:
A report was received via the FDA medwatch medical products reporting program dated 8/24/06. Pt reports use of drops from 3/04 to 7/14/06. Event began with redness, sensation of something gritty in eyes and light sensitivity followed by burning sensation, tearing, eye pain and discharge. Pt reports ophthalmologist diagnosed a fungal infection and prescribed tobramycin ophthalmic solution. Continued to experience blurry vision and light sensitivity followed by redness, gritty sensation, burning and tearing. Pt reports a second ophthalmologist diagnosed scar tissue present in both eyes - right greater than left; corneal ulcers; corneal erosion. He also diagnosed conjuctivitis and viral keratitis. Was also prescribed anti-fungal (per consumer) when tobramycin did not fully cure the infection. Consumer reports loss of vision, hypersensitivity and eye discomfort. No medical documentation is available.